Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a question as to why the device tripped the elective replacement indicator (eri) so soon. The device was reprogrammed back to the original parameters and remains in use. No patient complications have been reported as a result of this event.